Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes "sst ii - 367958 - closure separation".